Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. Additional information was received on 07/01/2022 that the patient is also alleging pneumonia, respiratory infections, and spots on the lungs while using the device. The patient is now alleging harm. Patient also provided additional information for underlying health conditions and age. Please see sections a2, a3, b1, b2, b7, e3, h1 and h6 for this updated information. The previous report was also filed as an initial/final, however this is now an initial only report. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.